Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother thinks the spirit combo insulin pump delivers too little insulin. The customer has been presenting hyperglycemia with blood glucose results as high as 441 mg/dl. No adverse event reported. A request was made for the return of the device.